Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power, and the screen was black. The customer confirmed the station had been rebooted and the power cable was securely connected; however, the device still failed to power on. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.